Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was damaged. The following information was received by the initial reporter with the following: on (B)(6) 2024, infusion using a needleless closed infusion connector, the infusion set linked to a positive pressure connector, the two connectors are more angled, and it is not yet feeding. Immediately replace with new.

Manufacturer narrative:
No samples were received for investigation of pr 11271179, in which the customer has stated: "the two connectors are more angled, and it is not yet feeding." The product in use at the time is reported to be a 2000e china from lot 24025569. Further information from the customer has stated that the connector is tilted, liquid is flowing out, and the liquid cannot be infused smoothly (partial blockage) during infusion of ordinary drugs and it was discovered just after the infusion started. Moreover, the medication was not refrigerated. Additionally, the customer has confirmed that there were no visible defects in the device. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24025569 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months.

Event description:
No additional information.